Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k030055. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2012-01452 / 1825034-2016-03779 / 3002806535-2016-00761).

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.